Event description:
It was reported that the pump touch screen was warped and had bubbles. Reportedly, pump had been exposed to heat from ovens. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.